Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 486-519 and the cause was not known. An insulin injection and the pump supplies were changed. As the supplies were changed, tandem technical support was unable to determine the cause of the event.